Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. Femoral angiogram results noted calcification present at the access site. It should be noted that the prostyle instructions for use (IFU), in the special population section 8.0 states the safety and effectiveness of the perclose prostyle smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information reviewed, the reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 8f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 17f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.